Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electromechanical noise during a medical procedure. The shock impedance was 116 ohms, which is high but within normal limits. Technical services discussed the electrograms. There were no additional adverse patient effects. The system remains implanted.